Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
It was reported that, during a star total ankle revision to do a poly component swap, once exposure was made, the tibial component was broken. Tibial component was replaced and poly was exchanged. Because the tibial component was broken, the case time was increased to replace component.